Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. However photographs were provided. A review of the photographs confirmed that the blade had scuff marks along the shaft of the blade. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total knee arthroplasty procedure, metal shavings fell from the shaft of the blade. It was further reported another blade was readily available and the procedure was completed successfully.